Manufacturer narrative:
(B)(6). Device code a0401 has been updated to capture that this event will no longer be reportable.

Event description:
It was reported that during preparation of a flexible ureteroscopic lithotripsy procedure, it was noted after unpacking that the front part of the escape basket was fractured. Reportedly, it was confirmed the basket wire broke and did not completely detach from the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that during preparation of a flexible ureteroscopic lithotripsy procedure, it was noted after unpacking that the front part of the escape basket was fractured. The picture provided by the customer showed basket detachment. The procedure was completed with another of the same device with no patient complications.